Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with twelve remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled, and the clip twisted in the jaws. Due to the noted damage, further functional testing of the instrument was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, prior the surgeon approaching the tissue, there was misalignment during the loading of clip. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.